Event description:
Pt in for cath & stent. Heparin 5000 units/IV. Ran activated clotting time post-procedure; activated clotting time=48. Ran activated clotting time again; activated clotting time=48. Heparin increased to 7500 units/IV. Act run again on another machine - activated clotting time=1046.